Event description:
It was reported that during a da vinci-assisted surgical procedure, an incident occurred during the use of the fenestrated bipolar forceps in a surgical procedure. The clamp stopped responding to the normal opening and closing movements expected for its proper functioning. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a loose pitch cable. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional observation(s) not reported by site: the instrument was installed on an in-house system and driven. The instrument passed the recognition and engagement tests. Instrument exhibited imprecise motion in the pitch direction. The instrument would move partially in the intended direction, but not complete movement fully. A lag was observed or the instrument would just stop moving. Root cause attributed to loosen pitch cable at the back end. Additional observation(s) not reported by site: the instrument was found to have damaged conductor wire insulation at the back end. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Common causes of damaged insulation instrument conductor wire - bipolar are attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use. The probable root cause is attributed to component failure. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings).